Event description:
It was reported that the physician damaged the lead during implant. The lead was explanted and returned to sjm for analysis.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: final analysis confirmed the complaints. There were cuts in the outer insulation at 5cm and 22cm from the connector pin. There was a puncture in the inner insulation 8.3cm from the connector pin leading to shorting between the coils. The damage was consistent with damage at explant.